Manufacturer narrative:
(B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that while harvesting a radial artery the vasoview hemopro 2 silicone from one of the jaws fell off, the pieces were retrieved and not left inside the patient. The hemopro box was set a 4 because the fascia was so thick - lots of smoking and not cutting of the tissue